Manufacturer narrative:
The reagent lot number was 70917405. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable low elecsys hcg+b result from the cobas e411 rack analyzer. The initial result was 0.472 miu/ml and was questioned as the patient showed the nurse a positive urine pregnancy test from (B)(6) 2024. The repeat result from a cobas e411 at another site was 183.1 miu/ml and was believed to be correct.

Manufacturer narrative:
The fields service engineer replaced the syringe seals and pinch tubing, performed adjustments on the sample mechanism, sipper mechanism, and line slider, checked the liquid level detection (lld) voltages, checked all supply voltages, and greased all mechanisms. He ran performance testing and performed precision with passing ranges. The investigation determined the service actions resolved the issue.